Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence, allowing the customer to continue using the pump.